Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer reported that there was condensation behind the screen. The customer's blood glucose was 22 mmol/l at the time of incident. The customer stated that the insulin pump was not dropped. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to moisture damage inside the force sensor resistor also, moisture damage was found on the electronics and motor; unable to perform the self-test, a21error test, occlusion, prime and no delivery tests due to a33 alarm. However, the insulin pump passed the currents test and displacement test. The insulin pump had cracked case at the display window corner, battery tube threads, reservoir tube lip and minor scratched display window.